Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions within the past year. The customer believes the reported issue is due to the pump, and not due to something pressing up against the wake button to trigger the alarms. The customer¿s blood glucose level was not impacted. It was confirmed that the customer had an alternate method of insulin delivery available.